Event description:
It was reported that the pump display had frozen and the issue appeared on the user's cgm screen. Blood glucose level was recorded at 99.0 mg/dl, which is within the normal range, and there was no adverse impact on the customer's blood glucose level. The customer reset the pump following complete pump reset information provided by technical support, which resolved the issue.